Manufacturer narrative:
(B)(4): product ID: 3889-28, lot# va09vza, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4).

Event description:
A patient indicated for urinary dysfunction reported the experienced a sudden return of symptoms. It was stated the implant had been working great, but in the past two days, starting on (B)(6) 2015, it "felt like it shut off." Their frequency and urgency came back. No falls or traumas were noted and the patient was not feeling stimulation. The programmer had depleted "about a month prior" in (B)(6) 2015 and they didn't have it with them. It was noted that the patient was to try new batteries and would check if stimulation was on. No further information regarding actions taken to resolve the issue was reported. Further followup is being conducted to obtain additional information. A follow up report will be sent if additional information is received.